Event description:
During product evaluation the pump¿s air-in-line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 30, 2007. Evaluation summary:evaluation was performed and the air in line printed circuit board(ail pcb) failure was confirmed. Inspection of the pump revealed the failure was due to a defective ail pcb. The pump head module (phm) was replaced to correct this condition. The pump was evaluated, tested and put back into service.